Manufacturer narrative:
The insulin pump had no battery out limit alarm noted. All operating currents are within specification. Off no power alarm function properly and passed the self test. No button error alarm noted. However, the insulin pump has intermittent button response due to moisture damage on the keypad traces. The device had a cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, and a stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.